Manufacturer narrative:
Shoulder - humeral stem 12mm; cat# 5351-4108; lot# mhdx09. An event regarding infection involving a solar head was reported. The event was not confirmed. Method and results: device evaluation and results: a visual inspection shows the device to be in used condition. Humeral head received showed some scratches on the surface of the device consistent with explantation. There is slight discoloration on the inner diameter of the head. Overall the device was unremarkable. Medical records received and evaluation: not performed as no medical records were received for review. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: indicated that there have been no other similar reported events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as a pathology report, x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. If additional information and/or the device become available, this investigation will be reopened. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting

Event description:
Patients hemi polar was infected. Surgeon took out the stem and head and put in a spacer.

Manufacturer narrative:
The unknown stem; cat# unknown; lot# unknown was also listed in this report. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. When completed, the investigation results will be submitted in a supplemental report.

Event description:
Patient's hemi polar was infected. Surgeon took out the stem and head and put in a spacer.